Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch from bipolar to unipolar configuration due to high out of range pace impedance measurements. The patient was evaluated and loss of capture (loc) and oversensing of noisy signals were observed. A lead revision was performed and it was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 395 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue. Analysis concluded that the clinical observations of pacing impedance high out of range, failure to capture, oversensing and noisy signals were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead trigger a lead safety switch from bipolar to unipolar configuration due to high out of range pace impedance measurements. The patient was evaluated and loss of capture (loc) and oversensing of noisy signals were observed. A lead revision was performed and it was explanted and replaced. No additional adverse patient effects were reported. This lead has been received for analysis.